Event description:
It was reported that the wake button became detached from the pump, and the pump could not be turned on. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.